Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented during the procedure for rv lead extraction. Ra lead insulation was noted. The lead was damaged during the procedure with laser sheeth. The lead was capped due to an insulation anomaly. The patient was stable post-procedure.